Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was 288 mg/dl. Customer states that they were able to rewind the pump and will able to clear the alarm. Customer reported that the pump was not been exposed to temperatures below 41°f. The insulin pump will not be returned for analysis.